Manufacturer narrative:
(B)(4). The device was returned for evaluation, and the event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
A torcon nb advantage angiographic catheter was being prepared for use in a trans jugular liver biopsy. It was reported that during preparation for the procedure, the hub separated from the catheter. There was no patient contact. A new device was opened and used to completed the procedure. Additional information was later received on 17oct2017 which confirmed that the complaint product was not the torcon nb advantage angiographic catheter, as originally reported, but rather was a transjugular liver access and biopsy needle. The device also reportedly did come in contact with the patient, but no patient adverse effects occurred, per the reporter. There were no other departures from the original report made by the customer.

Manufacturer narrative:
Upon further investigation, this event is not reportable. A review of reporting software for similar events (hub separation of the 7 fr rfep sheath) does not indicate a previous incident of patient harm from the complaint device or similar devices. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is not reportable as it does not meet the criteria for a death, serious injury or product malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, drawings, instructions for use (IFU), dimensional verification, complaint history, device history record, quality control data and visual inspection of the returned device was conducted during the investigation. One device was returned in used condition with biomatter present. A 1 mm separation was observed between the sheath and hub; the sheath is cleanly separated from the hub. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specification. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each device is 100% inspected and verified prior to release. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A torcon nb advantage angiographic catheter was being prepared for use in a trans jugular liver biopsy. It was reported that during preparation for the procedure, the hub separated from the catheter. There was no patient contact. A new device was opened and used to completed the procedure.